Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted. Initial reporter: phone number: +(81)42-851-7171. Ma/510k: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The device is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that foreign substances were observed on an intraocular lens (iol) when the iol was implanted. The foreign material could not be aspirated even though irrigation/aspiration (I/a) was used. A hook was used to remove the foreign material; however, the action failed to remove it. No medical intervention was indicated. No patient injury and no health hazards have been reported. The product will not be returned as the lens remains implanted. No further information received.

Manufacturer narrative:
Additional information: no complaint product was returned for evaluation. A customer provided movie was evaluated by the johnson & johnson subject matter expert (sme) who observed "a dark particle attached to the anterior surface of the lens and located in the periphery of the optical zone", however the nature and root cause of the reported issue as well as its potential clinical impact to the patient cannot be determined from a video assessment. Conclusion: the alleged foreign material was observed, however the nature and root cause of the reported issue as well as its potential clinical impact to the patient cannot be determined from a video assessment. Corrected data: in review, it was noticed that the information which indicated that the foreign material was stuck on the optic was inadvertently not indicated in the section b5 of the initial MDR report; therefore, the information has been captured in this supplemental MDR report as indicated below: section b5: the foreign material was stuck on the optic of the intraocular lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.